Event description:
Baxter japan reported a home pt's "heater bag was infused with air due to cassette leak." Per affiliate the pt noted the heater bag bubbling during dwell 1/3 during therapy on the homechoice machine. The affiliate noted that the pt felt some air infused in their peritoneum and discontinued therapy at that time. The pt reported to the affliate that no alarm was received on their homechoice machine at the time of incident. Event log confirmed this statement. Per affiliate, no pt injury or medical intervention was associated with this incident.